Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while the device was being applied to the stomach, the staple formation was poor and one staple was mangled and hanging in the staple reload line. It was also stated that the staple was incomplete proximally. The staple line was not fixed as the surgeon felt it was adequate since the it was only the middle row staple. There was no patient injury.